Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal delivery. The customer's blood glucose (bg) level was 300 mg/dl. The customer performed a system check and it appeared that the infusion set site was a possible cause of the occlusions. The customer changed the infusion site and delivered a correction bolus to address the high bg level. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, troubleshooting to confirm if the site was the cause of the occlusion was unable to be performed.